Manufacturer narrative:
Product analysis: analysis was able to confirm that the lower part of the display was not working and that the liquid crystal display (lcd) was defective. The device was scrapped. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a component failure of the liquid crystal display (lcd). The epg was returned for repair. No patient complications have been reported as a result of this event.